Event description:
During heart cath the perclose device failed to catch causing stitch not to take. Manual pressure had to be applied. Pt to surgery for removal of clot." Upon further investigation, additional info was obtained. Reportedly, the right groin was accessed and successfully closed with a perclose a-t (closer ak) device. Following the closure of the arteriotomy site, the pt lost the pulse in the right lower extremity. The pt was returned to the cardiac catheterization lab and the left side was accessed. The pt was subsequently diagnosed with a thrombus in a distal branch of the right common femoral artery, below the right profunda. The physician treated the thrombus successfully with an angiojet followed by a percutaneous angioplasty. The physician then attempted to close the left femoral artery with a second perclose a-t device. The device had an unk failure. Hemostasis was achieved with manual compression. During the same hosp stay, the pt was diagnosed with a retroperitoneal bleed on the left side, which required a blood transfusion but did not require surgery. The pt's stay was reportedly prolonged by twenty-four hours. Although requested, no additional info was provided.